Event description:
Asku.

Event description:
It was reported that the lead integrity alert was triggered for the right ventricular lead having a high short interval count (sic), noise and an impedance of greater than 3000 ohms. The physician suspected a subclavian crush or an apparent fracture of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the helix disengaged from the helical channel and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. Review of save to disk found lead integrity alert triggered and patient alert for lead failure predictor on (B)(6) 2011 05:55:31. Oversensing, ventricular (non sustained tachycardia) nst less than equal to 210 ms on (B)(6) 2011 in the timeframe between 15:35:05 and 16:45:21. Interference/noise, ventricular short interval count (v-sic) equals 10960.7 counts avg/day, in 1.84 days, between (B)(6) 2011 12:25:53 and (B)(6) 2011 08:35:24.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the helix disengaged from the helical channel and the lead was stretched.